Manufacturer narrative:
(B)(4). A sample was not made available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to their baxter sales representative of a 60" high flow rate extension set in which the tip of the tubing broke off in the baxter flolink cap. Product information is unknown. The process step is unknown. There was no patient injury or medical intervention reported. No additional information is available.